Event description:
Reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported that patient encountered issue with infusion set tubing leakage due to cracking. The blood glucose was reported 345 mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country : italy. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.